Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 1 centimeter inaccuracy. No further details were provided. The medtronic representative recommended the surgeon re-register the patient. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). The inaccuracy was detected 45 minutes into the surgery. Re-registering the patient resolved the issue and the surgery was continued successfully with navigation. No negative impact on the patient outcome. A medtronic representative visited the site on january 14 and completed a system checkout. All instruments verified and navigated on the model head with excellent accuracy. Unable to replicate alleged inaccuracy during system checkout. The rep provided training to the surgeon on how to properly register the patient for optimal navigation accuracy, as well as how to check and maintain accuracy throughout the procedure. At the end of the session the surgeon was happy with the accuracy of the system. There are three other regular users of the fusion navigation system who are using the system without any issues.

Manufacturer narrative:
Patient identifier not made available from the site. A medtronic representative, following-up at the site, reported that per the site ent service leader, the inaccuracy was noted 45 minutes into the procedure. Re-registering the patient resolved the inaccuracy issue. No parts have been returned to manufacturer for analysis. No further issues have been reported.